Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formation, irregular or legs straight)? All of the above. Just for clarification, did the device fully cut and partially staple (staples are not visible on a portion of the staple line. No staples were present on one or many of the staples lines. Staple line is interrupted but still cuts)? It fully cut with one appearing to form as expected. Photographic analysis: based on the photo evidence of the subject ecr60t, unformed staples can be confirmed, however, the photo does not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a gastric sleeve procedure, the first firing with a black reload was successful and included buttressing on the cartridge side of the linear cutter. The event occurred during the second firing. The doctor requested buttressing, seem guard, on the anvil side only. It appeared that all three rows formed successfully on the specimen side. It appeared that only one row formed on the patient side. As you will see from the picture, the other two staple rows attempted to form and partially fired but did not completely deploy out of the cartridge. Case completed with another device of the same product code and the doctor oversewed the area that was affected by the misfire. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m52z1e. The analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Additionally the cartridge pan was noted to be partially dislodged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.